Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported the numeric display is missing led segments. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. Visual inspection upon receiving revealed no external damage or defects. The device turned on using customer's batteries. Led segments on the led digits did not illuminate upon start up. The instrument circuit board had a damaged component preventing the leds from lighting up. A service history record review reveals that this unit was in the field for over five (5) year with no previous reported issues prior to this reported event.

Event description:
The customer reported the numeric display is missing led segments. No patient impact or consequences were reported.